Manufacturer narrative:
By checking the DHR of the lot #1315201, no pre-existing anomaly was detected on 19 c2 femoral stems manufactured with the same lot#. First and only complaint received on this lot#. We will proceed with further investigations and submit a final MDR once concluded.

Event description:
Revision surgery due to the breakage of a c2 femoral stem (code 4511.15.040 lot 1315201) performed on (B)(6) 2019. Primary surgery took place on (B)(6) 2014. Event happened in (B)(6).

Manufacturer narrative:
No pre-existing anomaly was detected on a total of 19 c2 femoral stems manufactured with the same lot#. First and only complaint received on this lot#. X-rays analysis: we initially received from the complaint source some x-rays taken on (B)(6) 2019 (pre-op revision surgery). Together with a picture of the explanted stem, they were analyzed by our medical expert with the following opinion: "breakage of the c2 occurred on the most distal tip. From the pre-revision x-ray and the explant's picture it may be concluded that the proximal fragment was not integrated into the bone at the time of revision. Only the small distal fragment was firmly fixed in the bone while the proximal was "swinging". It seems reasonable that this repeated swinging caused overloading of the small diameter, leading to breakage. The resulting question: why did the proximal fragment not incorporate while the tip did? X-rays between 2014 and 2019 would be helpful in answering this question. Such I can only hypothesize. As I know the c2 stem as a reliable implant that usually provides good incorporation for lifelong fixation. I such believe that the stem initially incorporated quite normally but within 5 years the connection with the bone gradually got lost. This may be explained by the typical appearance of a low grade infection. Ongoing inflammation causes slow bone resorption at the interface that typically progresses from proximal to distal. On consecutive x-rays you may identify these progressive lucencies, leading either to complete loosening or, as in this case, in breakage of overloaded areas" our complaint source then was able to provide us a single x-ray dated 11th of november 2014. Medical opinion following this additional info as per following «seems the breakage occurred without infection. Unclear how the osteolysis occurred that lead to the breakage". Explants analysis we received the explanted broken stem from the complaint source. We sent it to an external laboratory for independent failure analysis. To investigate the possible causes of the failures, the following activities were performed: visual examination; electron microscope examination; micrographic examination. From the visual examination, one can see a complete fracture broke the femoral stem into two segments, a bigger proximal one that includes the prosthesis head knob and a smaller distal one. The fracture is located at about 25-30 mm from the distal apex of the stem. On the medial side of the prosthesis, the fracture crossed the laser coding on the stem, that is still readable: "cod.4511.15.040", "lot.1315201". The scanning electron microscope examination of the fracture surfaces was carried out both on the distal and the proximal stem segments. On the distal segment, the whole fracture surface shows beach-marks and striations that indicate a gradual crack propagation as induced by mechanical fatigue from the corners on the medial side of the prosthesis towards the opposing lateral side. On the proximal side of the prosthesis, due to the loss of information (missing part and smoothened surfaces), the very origin of this fracture is difficult to identify. The fracture morphology is ductile on the entire fracture surface, although including differently orientated fracture planes. The stepwise propagation of the fracture near the rear side surface indicates that multiple consecutive overloads occurred. The micrographic examination was carried out on a cross section of the stem just above the fractures on the proximal segment and on a longitudinal section just below the lateral side surface. Both the sections show the presence of cavities. Conclusion: based on the complex analysis performed, we can conclude this breakage is not product related. The complete failure of the stem was caused by mechanical damages spaced out over time. The root cause analysis linked the breakage to the proximal fragment not integrated into the bone at the time of the implant (possible surgical error). No deviations from lima standards have been detected. Pms data: a total of 4 breakages of c2 femoral stems belonging to the families 4510.15.xxx-4511.15.xxx were reported to limacorporate to date on a total of more than 133000 c2 stems sold ww. This case is the only breakage affecting the distal part of the stem, thus giving a specific distal breakage rate of (B)(4). Global breakage rate= (B)(4). No specific corrective action for this case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Hip revision surgery due to the breakage of a c2 femoral stem (code 4511.15.040 lot 1315201) performed on (B)(6) 2019. Primary surgery took place on (B)(6) 2014. Patient data: female, 64 years, 1.7m, 84 kg, bmi =29.07. Previous patology: osteoarthritis. Patient's job: deskwork, activity level is low. Patient reported experiencing sudden pain in her knee. Once at the hospital, the distal breakage of the femoral stem was detected. No trauma reported. Event happened in japan.